Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience. Engineering observed that the trigger lock, a metal component located at the bottom of the trigger, was deformed. Based on the condition of the returned unit, it is likely that the reported event was caused by deformation of the trigger lock, which is used to engage and disengage the trigger from the handle. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented component enhancements intended to further minimize the potential for this type of event to occur. This report reflects our combined initial and final report.

Event description:
Procedure performed: nephrectomy. When using the voyant device during a nephrectomy by laparoscopy, the device got blocked in the closed position, making its use impossible device decontaminated and sent to the pharmacy for expertise with the laboratory. Additional information received by email from the sales rep on 25 jan 2018: I didn't see the surgeon for the moment, but a nurse told me that the device was locked on tissue (after the fusion)... Patient status: ni.